Event description:
It was reported that the patient presented to the emergency room with a low heart rate. The right ventricular [rv] lead impedance was unable to be defined and had measured high the previous day. Oversensing was also noted and the rv lead would not pace at maximum output. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.